Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, improper disconnection from the patient line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain three of four in peritoneal dialysis. The home patient was connected at the time of the alarm. The home patient disconnected from the patient line and didn't press stop. The technical service representative reviewed disconnection procedure as per user manual with the home patient. The technical service representative had the home patient cycle power on the homechoice to clear the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.